Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified that it was not passing the battery run time test. To fix the issue, the fse replaced the batteries. Unrelated to the reported issue, the fse also replaced the safety disk due to use hours. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
Customer reported that the cs300 intra-aortic balloon pump (iabp) has battery power issue. The iabp ran on battery power for 2 minutes and then shuts off. This event occurred during service test by customer, and there was no patient involvement or adverse event reported.